Event description:
A report was received that the patient had lost weight and he could now see the ipg through the skin. It was unknown if there was a skin breakage.

Manufacturer narrative:
Additional information was received that patients headaches were the reason for the emergency room visits.

Event description:
A report was received that the patient had lost weight and he could now see the ipg through the skin. It was unknown if there was a skin breakage.

Manufacturer narrative:
Additional information was received that there was no actual skin breakage. The ipg was only very close to the surface of the skin and was causing pain. It was also noted that the patient had been to the emergency room twice for an unknown reason.

Event description:
A report was received that the patient had lost weight and he could now see the ipg through the skin. It was unknown if there was a skin breakage.